Manufacturer narrative:
One cadd legacy 6400 pump was returned for analysis in good condition. Upon visual inspection, the screen was observed to be scratched. The device history log was reviewed; no discrepancies found. The customer's concern regarding failed accuracy was unable to be confirmed. However, delivery accuracy testing on the pump, supports the complaint. Delivery accuracy testing found the pumps average delivery error to be over delivering the control limit specification of +/- 3% but within the published specification of +/-6%. Based on the evidence, there was no fault found as the complaint was not confirmed.

Event description:
Information received indicating that a cadd legacy pump gave failed accuracy by -9.35%. The reported event occurred during testing. There was no patient involvement in the reported event.